Manufacturer narrative:
Correction: h11 - additional mfg narrative: a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 3.0x33 mm xience prime stent was implanted in the right tibioperoneal trunk artery. On (B)(6) 2024, the patient was re-admitted to the hospital with bilateral ischemia and chronic foot ulcers; right was worse than left. This was a pre-existing foot ulcer on the right foot prior to this adverse event. This was treated with dressings and antibiotics. Revascularization was performed on (B)(6) 2024. The condition resolved. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion and ischemia are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of death, myocardial infarction, thrombosis/thrombus, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of unexpected medical intervention in addition to hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.